Manufacturer narrative:
The returned device was evaluated and performed as designed. No defect or deficiency that would result in the cannula failing to insert correctly or the pump failing to deliver insulin was found. The caller reported that the cannula was not properly inserted in the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. It cannot be confirmed nor excluded through lab eval. The omnipod user guide warns, "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." It advises, "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod." Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that her blood glucose measured 95 mg/dl at 9:00 am and then started to rise. It reached 446 mg/dl by 9:25 pm, at which time she removed the pod. The infusion site felt wet and the cannula was not inserted properly. The device was worn for less than a day.